Manufacturer narrative:
Code "other" was selected as the medical device remains implanted. Return not possible. A severe injury, illness or impairment which requires hospitalization or medical intervention. Problem with all or part of an implanted or invasive device moving from its intended location within the body. The investigation involved the analysis of relevant production records in view of supporting the identification of possible causes for the adverse event. The investigation involved communication/interviews (either interpersonal or through technical means, e.g. Phone, e-mail) with persons close to the adverse event, e.g. Healthcare professionals (doctors, nurses etc.), the affected patient(s) or other users including, where appropriate, relatives or others engaged in caring for the affected patient. The actual device involved in the adverse event was not returned for testing despite requests by manufacturer. Medical device remains implanted. The device either functioned as intended or a problem was not found. The investigation findings do not lead to a clear conclusion about the cause of the reported adverse event.

Event description:
The following information was reported to gore: on (B)(6) 2011, a patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprosthesis. Pxa230300 was implanted distally in the left leg. On unknown date, at a follow-up, an enlargement of a left common iliac artery was observed, leading to a migration of the stent graft to distal. On (B)(6) 2021, reintervention was performed. Left internal iliac artery was embolized using coil. Plc141400j was implanted from the flow divider and pla121400j was implanted to extend to a left internal iliac artery. The patient tolerated the procedure. The physician stated that it had been ten years since the initial treatment, this event occurred as an inevitable.